Event description:
It was reported the patient had no stimulation sensation since implant. It was unknown if the stimulator was on. The patient was unable to adjust stimulation. They saw the ¿call your doctor¿ icon with a power on reset (por) condition. The por was first seen right after implant. The por could have been due to emi at implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0sz9k, implanted: (B)(6) 2015, product type: lead. (B)(4).